Event description:
The monitor and attached defibrillator/pacemaker were connected to a pt described as in cardiac arrest. Reportedly, when the pacer switch was pressed, the switch led did not light with actuation and would not pace the pt. Backup equipment of same model was on scene and used to continue pt treatment. Pt outcome was not reported. The reporter stated that the discrepancy had no affect on pt outcome, due to use of the backup.